Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (stent migration, endoleak); patient's condition affected effectiveness of device (disease progression, aortic neck dilatation). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (disease progression, aortic neck dilatation).

Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 11 years ago. Aneurysm morphology from the time of implant is unknown. It was reported that the aneurysm was 62x52 mm in diameter eight months ago and currently it measures 65x57 mm. The patient presented for a routine and the aortic neck was found to measure 32 mm in diameter at the level of the renal arteries. There was moderate aortic neck angulation of approximately 40 degrees. The CT demonstrated that the stent migrated distally 2 cm with a proximal type I endoleak present. The stent graft migration was attributed to disease progression and aortic neck dilatation. There was also a type iii endoleak separation between the aortic cuff and the bifurcated stent graft. The patient has metastatic cancer which and no intervention is currently planned. The patient will be monitored by the physician. No clinical sequelae were reported and the patient is fine.